Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right atrial (ra) lead, it was noted that were several inappropriate automatic mode switch (ams) episodes due to noise and far r wave oversensing. It was also observed that there was low pacing lead impedance and low device sensing on p waves. Programming changes were made to the lead. The patient was in stable condition.